Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" message was observed in the downloaded error log. The ventilator's internal battery was replaced to address this issue.